Manufacturer narrative:
In response to FDA report number mw5086134. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade unknown and ¿these breast implants by allergan (natrelle) are a detriment to my health; I feel like they are killing me". Device remains implanted.

Event description:
Device has been explanted.